Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents noted that the patient has not been responding to sound well. Family reports no incident of accident or trauma.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: according to the currently available information, damage to the active electrode caused by excessive mechanical stress is very likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device has not been received.

Event description:
The parents noted that the patient was not responding well to sound since (B)(6) 2016. Family reports no specific incident of accident or trauma. Although no specific trauma was reported, the patient is a toddler that is not stable in walking and falls and bumps his forehead regularly. The patient was re-implanted. Despite multiple requests for the explanted device, it could not be located.